Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide and warning that lvad pump candidates often possess several risk factors for intravascular coagulation, which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The IFU also states; adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as cardiac arrhythmias. IFU states that all vad patients face risks including cardiac arrhythmias. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient went to the emergency room (ER), having "continuous episodes of palpitations almost on a daily basis." It was said to be intermittent ventricular tachycardia (vt). It was also stated that the "last episode was on (B)(6) 2015 and lasted about 8 hours, on-off." It was also said that "overnight on (B)(6) metoprolol tartrate was discontinued due to heart rate in the 40s." On "(B)(6) patient had sustained vt requiring 3 defibrillation shocks to convert, initially rate of 175bpm, then up to 247bpm, patient was transferred to the cardiovascular critical care unit (cvcc)." There was an electrophysiology (ep) consult done and the ep started patient on esmolol gtt and amiodarone gtt with rate increased." On "(B)(6) patient had another episode of vt requiring increase esmolol and amiodarone." On "(B)(6) patient was transitioned back to oral metoprolol, later had another significant run of vt and was put back on esmolol gtt." On "(B)(6) patient was relisted for transplant." And on "(B)(6) 2015 patient was transplanted." No additional information provided. Investigation is ongoing.